Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had prime rewind anomaly. Customer¿s blood glucose at the time of the incident was 48 mg/dl and current blood glucose was 184 mg/dl. The customer reported that insulin was squirting out during the manual prime process and there was a lot of cracks and missing pieces on the rim of reservoir compartment. Troubleshooting was performed for rewind anomaly and damage. Troubleshooting was declined for low blood glucose. The drive support cap was appeared normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will be returned for analysis.